Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that while impella cp support, the patient developed tachycardia, diaphoresis, and narrowed pulse pressure. Subsequent suction events occurred on the impella following a drop in mean arterial pressure bedside echocardiography revealed a large pericardial effusion, with the impella in adequate position but an underfilled left ventricle. A pericardiocentesis was performed at the bedside, and a massive transfusion protocol was initiated with packed red blood cells, platelets, and cryoprecipitate. The patient then experienced ventricular fibrillation arrest, requiring advanced cardiac life support drugs, two rounds of cardiopulmonary resuscitation and defibrillation. The patient was deemed not a candidate for extracorporeal membrane oxygenation or further surgical intervention, and after family discussion, transitioned to comfort measures and expired in the intensive care unit.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned for evaluation. Data logs were returned for analysis. Log analysis confirmed low flows and suction alarms. A trending placement signal was observed towards the end of the case. No motor current spikes were seen outside of p-level changes. Clinical details revealed that the patient became tachycardic, diaphoretic, and narrowed pulse pressure in the intensive care unit. Subsequent suction events occurred on impella following drop in mean arterial pressures. Bedside echocardiogram revealed large pericardial effusion, impella in adequate position however underfilled left ventricle. A pericardiocentesis was performed at bedside. Mass transfusion protocol was initiated with packed red blood cells, platelets, and cryoprecipitate. The patient expired while on support. Tachycardia, ventricular fibrillation: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injuries was unable to be determined due to insufficient clinical details. Pericardial effusion, cardiac arrest, hemodynamic instability: the cause of the injuries was not determined due to insufficient clinical details. Pump suction: the cause of the pump suction was most likely patient condition related based on clinical details and data log analysis. Device history review: the pump passed all post-sterile inspection checks.